Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had water supply failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to clogging of nozzle, water supply volume did not meet the standard value; due to wear of angle wire, bending angle in up and right direction did not meet the standard value; adhesive on bending section cover was detached; adhesive on bending section cover had a chip; adhesive on bending section cover had a crack; due to clogging of air/water tube, air supply volume did not meet the standard value; connecting tube, light guide protector, and protector of universal cord on control section side had a scratch; electrical connector had corrosion due to water leakage; and acoustic lens was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) medical center (added due to character limitation in respective field).

Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation and further information provided by the customer. The issue was observed during an unspecified procedure, the device was inspected before use and the date of event was provided, 6nov2023. (B3) date of event added. Additionally, according to the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair. It was unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing and there were no concerns noted about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it could not be confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: evis lucera instruction manual ultrasound gastro-videoscope [olympus gf type uct260], chapter 6 application and conditions for cleaning, disinfection and sterilization, and chapter 7 cleaning, disinfection and sterilization procedure. Olympus will continue to monitor field performance for this device.